Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient went out with her husband and kids, and she suddenly passed out and experienced a seizure. The cgm showed 7.8 mmol/l but she was unable to confirm if the reading was accurate, as she did not bring a bg test. The patient recovered without any treatment. When she got home, her cgm showed 9.3 mmol/l and bg was 14 mmol/l. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of seizure. The reported glucose values taken after seizure fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.